Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) and the electrode delivered two inappropriate shocks due to atrial fibrillation (af) and noisy signals oversensing probably caused by electromagnetic interference (emi). The technical services (ts) discussed troubleshooting options, and the patient was seen in clinic for reprogrammed and troubleshooting. This s-ICD remains in service. No additional adverse patient effects were reported.